Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had undergone a revision procedure due to wound dehiscence and serosanguinous oozing from the pocket site. The patient continued to have drainage and an area of the incision reopened. Therefore, another procedure was performed and the system was explanted without further incident.